Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a humeral nail implanted in a patient on (B)(6), 2014 broke on an unknown date. The patient was ok after the surgery and continued with daily life, the implant reportedly broke during prayer. The hardware was removed on (B)(6), 2014. The patient is reported to be doing good, post-operative care was completed and the patient has been discharged from the hospital. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed (mia). The report indicates that the: 04.016.240s multiloc humeral nail (long) 0 7.0 mm was implanted on the (B)(6) 2014. The breakage of the nail occurred on (B)(6) 2014. The revision surgery to remove the broken nail was performed on (B)(6) 2014. No information has been provided regarding the fixation method or the implants being used. Based on the topography of the fracture surfaces, it can be concluded that the nail was subjected to low alternating bending loads (two sided). Constant alternating loads (during daily activities) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload I fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This complaint is assessed as not related to sterilization. Thus, the device history documents for the corresponding non sterile part (B)(4) lot. 5921463 (attached) were reviewed with the following result: no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it was reported that it is believed the plate broke on (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.